Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 06jun2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replaced the power switch overlay, power management board or user interface. Replaced the user interface to power management cable and the power switch overlay and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit declared an error 1105 (alarm led failed) the device was in use at the time of the event; however, there was no patient harm.